Event description:
It was reported that during a surgical procedure at the user facility, the aggressive serrated knife broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during a surgical procedure at the user facility the aggressive serrated knife broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.